Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that during a routine device replacement procedure the newly implanted implantable pulse generator (ipg) took several seconds to send a signal to the heart. The physician indicated that was abnormal, usually a signal is sent to the heart and monitored on the screen instantly. It was noted that a lower temperature cautery was used during the procedure. The ipg was implanted and remains in use. No patient complications have been reported as a result of this event.